Event description:
The customer states the device shut down during pt monitoring. No pt harm.

Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.